Event description:
It was reported that the deep brain stimulation (dbs) clinical patient enrolled in clinical study a4010 developed moderate worsening of parkinson's symptoms on the left side. High impedance measurements were discovered on the dbs pocket adaptor. The patient was treated with medication and the device was reprogrammed. The event resolved on 11 oct 2022. This event was reported as a causal relationship to stimulation and hardware.

Event description:
It was reported that the deep brain stimulation (dbs) clinical patient enrolled in clinical study a4010 developed moderate worsening of parkinson's symptoms on the left side. High impedance measurements were discovered on the dbs pocket adaptor. The patient was treated with medication and the device was reprogrammed. The event resolved on (B)(6) 2022. This event was reported as a causal relationship to stimulation and hardware. Additional information was received on 21feb2023 indicating that the patient underwent a revision procedure where two dbs pocket adaptors were explanted and replaced. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-adapters, upn: m365sc9218150, model: sc-9218-15, serial: (B)(6), batch: 7072035.